Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt reported the recharging antenna (rtm) has not been connecting with their neurostimulator battery (ins) for probably 7 months. Pt stated they had to cancel a scheduled MRI yesterday due to ins being depleted. Patient services (pss) had pt reset the controller the controller while collecting device model/serial numbers. While inspecting the recharger (rtm) pt noticed lines in cord like it had been twisted/kinked. Pss requested caller to initiate a recharge session. After pressing recharge on 'no device found' screen pt described seeing the passive recharge mode screen (middle number ranging from 75-81). Pt stated, as a matter of fact. They were trying to have scs removed because they have not been happy with it due to charging issues. Pt could not get recharging session to advance after prm; session would time out with time out [74]: â unable to recharge displaying. Pt did not want to try using recharging belt instead of holding antenna over ins. A replacement rtm was sent out to the patient. No symptoms were reported. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they received the replacement recharger (rtm), but continued to have difficulty recharging the implanted neurostimulator (ins) battery. Pt noted they gained weight and was wondering if that could affect the recharging. Pt attempted to recharge the ins, but they entered passive recharge mode with 49-49-49, pt noted they got the numbers up to 97 before. Pt was moving the rtm to get higher numbers, but they saw a message to recharge the controller battery. Pt plugged the controller battery and confirmed there was green blinking light on the controller. Pt added they needed an MRI and they went to an MRI facility that performed the MRI without entering MRI mode. Patient services specialist (pss) reviewed MRI guidelines with the pt and informed them they need to enter MRI mode prior to the MRI. Pss reviewed the passive recharge process with the pt and suggested they recharge the controller battery, then continue through the passive recharge mode for at least one hour, and call back if necessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.